Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1620c156e, serial/lot #: (B)(4), ubd: 19-dec-2021, UDI#: (B)(4) ; product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the emergent endovascular treatment of a 72mm ruptured abdominal aortic aneurysm. The patient was noted to be hypovolemic upon arrival. It was noted that during the index procedure a small type ii endoleak was seen during the final stages of the procedure. This was addressed by utilizing a catheter to get behind the deployed graft and into the sac in order to embolize the branch that was causing this endoleak. Two non-mdt interlock coils were used and thrombin was injected into the area of the type ii endoleak. The patient was noted to be still heparinized at the time. The procedure was deemed to be completed successfully and the patient was closed. It was reported that a few hours post index procedure, the patient was noted to have pulseless left leg, and their vital signs indicated an abnormality. The patient was brought back to theatre a day post the index procedure where a secondary procedure was carried out. During this procedure it was noted that the stent graft was thrombosed, no active bleeding or endoleaks were visualized. The endurant main body was cut below the m stent segment, the lower portion of the main body and the limbs were explanted. A surgical graft was sewn in place with the proximal portion of the surgical graft sewn to the small proximal portion of the endurant main body and suprarenal stent. As per the physician the cause of the event is suspected to be the use of thrombin to seal the type ii endoleak during the index procedure. It was stated that due to the patient being heparinized during the use of thrombin just prior to the stent graft being implanted, allowed thrombin to enter the graft causing the thrombosis. No additional clinical sequalae were provided and the patient is fine.